Event description:
It was reported during in clinic follow up that the device was in backup mode. The device was unable to be interrogated via inductive telemetry. The cause of the backup mode was excessive failed rf communication attempts. High voltage therapies were still enabled while in backup since there was no power on reset (por) detected during the bvvi trigger. The device was able to be programmed back to its previous documented settings. The patient was stable and asymptomatic.